Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the results of the device evaluation. An olympus field service engineer (fse) was dispatched to the user facility to evaluate and service the device. The customer's reported issue was confirmed. The lid was replaced to address the issue. This event is under investigation. A supplemental report will be submitted upon receiving additional information, if warranted.

Event description:
Additional information was received from the surgery director at the user facility: the cracked lid on the oer-pro was first noticed at reprocessing. The oer-pro was used with the cracked lid. There was no leaking associated with this event. There were no patient infections or scopes with positive cultures as a result of the cracked lid. No sensors went off. The last pm was (B)(6) 2020 and no problems were noted with it. The last in-service with an olympus endoscopy support specialist was 01nov2018 and there were no noted observations. The product will not be returned to olympus for repair.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) was conducted. The DHR review did not identify any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. A possible cause includes the user impacting the lid with a hard object. The following statements in the IFU may help the user detect the reported cracked lid: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. -the lid is not cracked, broken, or otherwise damaged." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer will be dispatched to evaluate and service the device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported their endoscope reprocessor had a cracked lid. The customer further reported they are unsure if the gas filter was wet at the time of the crack and noted it was replaced last april. As reported, no death, injury, or infection occurred as a result of this event.